Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient day of the event the patient experienced dizziness. The patient was at a store and asked somebody to give her candy. The patient took a fingerstick and the cgm was reading high, and the blood glucose reading was 85 mg/dl. As ¿it kept on dropping ¿, the patient went to the emergency room. When the patient arrived, she was told that she was fine, and that no treatment was needed. The patient however persisted in being treated with glucagon and paid this out of pocket. The patient self-treated with glucagon, felt better after, and went home. After treatment the cgm reading was 265 and 222 mg/dl. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.